Event description:
Litigation papers allege: on or about (B)(6) 2009, pt was implanted with a depuy pinnacle hip on his right side. After the surgery, pt experienced large amounts or toxic cobalt-chromium metal ions in his blood, tissue, and bone surrounding the implant. He required revision surgery, which he had on or about (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle hip on his right side. After the surgery, patient experienced large amounts of toxic cobalt-chromium metal ions in his blood, tissue, and bone surrounding the implant. He required revision surgery, which he had on or about (B)(6) 2011. **update** (B)(4) 2012 - pfs was received from legal. Part/lot information was identified by invoice search.

Manufacturer narrative:
Litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle hip on his right side. After the surgery, patient experienced large amounts of toxic cobalt-chromium metal ions in his blood, tissue, and bone surrounding the implant. He required revision surgery, which he had on or about (B)(6) 2011. Doi: (B)(6) 2009; dor: (B)(6) 2011 (right side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.